Event description:
It was reported that the pt has been experiencing an increase in seizures over the past few months. The pt has been implanted for 9 years and the physician feels her generator may be near end of service. The physician is unable to assess the relationship of the seizures to pre-vns baseline as the pt is fairly new to this physician. The pt has been referred for generator replacement surgery, but it has not occurred to date. Attempts for further info have been unsuccessful to date.